Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom as a 'door not fully latched' alarm caused by a failed upper link switch. The upper auxiliary assembly (including the link switch) was replaced.

Event description:
It was reported that a spectrum infusion pump had a 'constant close door' message while trying to start an infusion. It was also reported that there was no pt injury.